Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the device was not reprocessed before sent back. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event of foreign material remained in nozzle and insertion tube occurred since the device was returned to olympus without reprocessing at the user facility. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to wear of angle wire, bending angle in up, down, left, and right directions did not meet the standard value. In addition to evaluation in b5, because the suction cylinder was shaved, suction volume did not meet the standard value. The plastic distal end cover had a stain. The adhesive on the bending section cover was detached. The connecting tube had a scratch. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, the play of right/left knob was out of the standard value. The scope connector was sticky. The image guide protector had a scratch. The grip was sticky. The control unit had discoloration. The suction cylinder was shaved. The scope cover had discoloration. The universal cord had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A field service engineer reported to olympus, the gastrointestinal videoscope was checked and found to have reduced angulation in all directions. The event occurred during reprocessing. There was no report of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle had foreign objects due to insufficient cleaning. The following parts of the scope had foreign objects: plastic distal end cover, connecting tube, control knobs, and switch box due to insufficient reprocessing.